Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had premature battery depletion. It was also noted that the left ventricular lead threshold had elevated. The device was replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had premature battery depletion. It was also noted that the left ventricular lead threshold had elevated. The device was replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, implantable pacing lead, (B)(6) 2005; 6949, implantable tachy lead, (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.